Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated out of tolerance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an anterior cruciate ligament (acl) repair that the customer's biointrafix sheath 30mm broke in many pieces when the screw was being inserted. The surgeon completely removed all the pieces and completed the procedure with another like device in the same bone-hole. The sales representative reported that there were no patient consequences and a five (5) minute delay. The sales representative reported the bone quality was hard, the tunnel, graft, and screw size were all 9. The sales representative reported that the anti-rotation tab was set to 3 o'clock and that the tensioner was used prior to implanting the screw. The customer already discarded the implant.